Manufacturer narrative:
The complaint is not confirmed. The returned meter powered on with button press and strip insertion. Blank screen was not observed. This is a final report.

Event description:
Customer reported that approximately three days prior to calling customer service on (B)(6) 2011, he noticed a blank screen on the display of his adc blood glucose meter. He further reported that on (B)(6) 2011 because of this issue he could not test and subsequently experienced "night sweats, was shaky, tired, short of breath, and had an unstable appetite", which resulted in a seizure. Paramedics were called and treated him on the scene with glucose via "insulin injection." The customer was transported to the health care facility where he was diagnosed with hypoglycemia. Customer's vital signs were checked but no additional treatment was given to the customer. Customer self treated with food and juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: several, unsuccessful, attempts have been made to contact the customer to clarify the treatment received by the paramedics.